Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an unresponsive act button when an attempt to suspend the insulin pump was being made. The blood glucose reading was 500 mg/dl, which the customer advised would be treated with a manual injection. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response, due to lcd keypad connector being unlocked. Insulin pump received with cracked case on display window corners, cracked battery tube, cracked reservoir tube lip, minor scratches and cracked display window.